Manufacturer narrative:
The customer reported that they did not receive an audible alarm. The hospital has declined an offer to have philips fses test their equipment at this time. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
The customer reported that they did not receive an audible alarm.